Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during tavr of 29mm s3 valve in the aortic position via transfemoral approach, the 1st valve embolized in the aorta requiring a second valve to be implanted. Per report, upon inflation, the valve "slipped off the balloon", and the valve was placed in the descending aorta. The valve was not properly aligned within the markers for proper deployment.   There was no difficulties with fine or gross adjustment noted.  The 2nd valve was implanted successfully and functioning properly. The patient is doing well.

Manufacturer narrative:
The device was not returned for evaluation.  No relevant imagery prior to the valve deployment step was provided (i.e. Valve alignment). Imagery provided was reviewed and during inflation of the valve in the annulus, it can be seen that the valve is not fully aligned on the inflation balloon, causing it to deploy asymmetrically and move proximal on the delivery system. The complaint is confirmed based on the fact that the valve was not centered prior to deployment.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints relating to delivery system ¿ difficulty with valve alignment.  A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed other similar returned complaints for delivery system ¿ difficulty with valve alignment for the commander delivery system (all models and sizes) which were confirmed. However, no manufacturing non conformances were identified.  A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category of valve alignment difficulties. A review of the instruction for use (IFU) and training manual revealed no deficiencies. It was confirmed through imagery that the valve was not centered on the inflation balloon prior to deployment. If there were no issues with fine or gross adjustment usage during valve alignment, as noted, it is unlikely that the failure to center the valve was related to increased tension in the system (i.e. From residual fluid left in system from device preparation, vessel tortuosity, non-coaxiality of the valve with the device). As such, it is possible that an incorrect fluoroscopic viewing angle led to the device not being properly aligned. Per the procedural training manual, a perpendicular fluoroscopic view should be used when aligning the valve. Additionally, prior to deployment, it should be checked to ensure the valve is exactly between the alignment markers. A definite root cause is unable to be determined at this time, but based on given information, procedural factors (incomplete valve alignment) may have contributed to the complaint event. The complaint for delivery system ¿ difficulty with valve alignment was confirmed via returned imagery. A review of complaint history, DHR, lot history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure.  In this case, the complaint for difficulty with valve alignment was confirmed.  Since applicable devices were not returned, it cannot be determined if a manufacturing non conformance contributed to the complaint event. However, available information suggests that procedural factors (incomplete valve alignment), contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend category for valve alignment difficulties. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.